Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing, the forceps/irrigation plug went through sterrad sterilization. However, when sterilization was performed, black powder appeared. There was no patient involvement.